Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room experiencing syncope. Upon interrogation, the device exhibited a loss of ventricular capture. The auto capture feature was turned off. The issue was resolved with the higher outputs. No additional information was available at this time.